Event description:
The alarms resolved when the patient was placed on new batteries and clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Incidental finding: cuts on the silicone jacket of the power cables. Wire fatigue. The resistance of each wires was measured to be higher than expected 0.5 ohm. Hi-pot test was performed on the wires which revealed current leakage. The cables were stripped down to the wires and had damaged metal shielding, but damage to the wires itself was not found. The cuts on the silicone jacket of the power cables were cosmetic damage that did not affect the controller¿s functionality. The reported event of power cable disconnect alarms was confirmed via the log files review. The log files spanned approximately 6 hours ((B)(6) 2021 from 05:13 to 11:09 per the timestamp). Atypical power cable disconnect alarms activated throughout the log file due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. Multiple driveline disconnect were observed on (B)(6) 2021 at 08:19 and 10:53. Final driveline disconnect was observed on (B)(6) 2021 at 11:08 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested without any issue. The controller was connected to a mock circulatory loop for an extended period of time without any alarm. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called and complained about not being able to switch from ac power on their power module to batteries. The patient tried 3 different sets of batteries and different battery clips. The patient then attempted a controller exchange. During the controller exchange the patient had their original controller on ac power and their backup controller on batteries. The green arrows came on following the controller exchange, but both of the power cables lit up and stated connect to power. The yellow wrench and red battery lit up. The patient then switched back to their original controller. The ventricular assist device (vad) coordinator then went to see the patient and interrogate the device. They attempted to use new clips and hospital owned and maintained batteries. The patient's black cable lead lit up and alarmed connect to power when hooked up to batteries. The vad coordinator performed a controller exchange with the patient's backup controller. The black power lead also lit up and alarmed connect to power. The vad coordinator then exchanged the patient's controller with a brand new controller and backup battery. When this third controller was hooked up to batteries it alarmed connect to power. The vad coordinator switched the patient to ac power and the alarms subsided. The patient was then switched back to battery power and no alarms occurred. However, then the white cable intermittently was alarming connect to power, almost as if its positional. Technical services reviewed the log file and noted there were persistent connect power events while using battery power indicating an issue with the peripheral equipment. The site sent a follow-up reporting there was an issue with the patient's 14v batteries and the issue has resolved.